Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Customer¿s blood glucose level was unknown at the time of incidence. It was unknown if customer was using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The insulin pump will not be returning for failure analysis.